Manufacturer narrative:
A zoll field service engineer (fse) arrived onsite to evaluate the device. The fse was unable to duplicate the reported alarms during testing. A review of the logs confirmed the customer's reported issue. As a result, the inspiration block/valve tests were conducted, and the test was successful. Subsequently, the unit was power cycled 10 times and the alarms did not reappear. The fse performed verification testing and allowed the device to run for 30 minutes, confirming the errors did not recur. The device was found to be operating as intended.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported multiple technical failure alarms on their device. Complainant reported that tf 300- device was in failsafe, 316 - failed to deliver, and 545- restart device alarms occurred recently. Complainant is unsure if the device was on a patient at the time of the alarms. There was no patient harm related to the reported malfunction.